Manufacturer narrative:
(B)(4). Batch # (B)(4). Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek ((B)(4)) from another device was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing 2 pear shaped clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: for the el5ml device, can you please clarify the event description of "clip was loaded"? Did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? The el5ml batch and/or lot number you provided, (B)(4), is invalid. It does not correlate to any ethicon device. Do you have the correct batch and/or lot number for the el5ml device? It means that clip was stacked (jammed) at the jaw and I'll check again of lot number.

Event description:
It was reported that the device clip was loaded.